Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, it was reported a tka procedure on an unknown date, an unknown tibia poly was broken and the patient had a revision surgery. It was communicated via e-mail that no clinical/medical documentation is available/unknown. Based on the limited information provided, the root cause of the breakage could not be determined. It was reported that the current health status of the patient is healthy. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed on an unknown date, an unknown tibia poly was broke. This adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient it is healthy.

Manufacturer narrative:
(B)(4).